Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens but one haptic curled as it was being ejected prior to insertion. There was no patient contact or injury. The facility uses a competitor's lens injection system.